Event description:
Boston scientific received information that this implantable lead dislodged one day post implant. The patient underwent a lead revision procedure where the lead was repositioned. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.